Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation, however we did receive performance data. Analysis of that data indicates high resistance/impedance values were recorded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation, however we did receive performance data. Analysis of that data indicates high resistance/impedance values were recorded.

Event description:
It was reported the patient went to the ER after hearing the patient alert. The lead data showed high svc impedance values and the svc coil was subsequently turned off. Two days later, the patient was seen in the office and the hvb impedance was also elevated. The svc portion of the lead was capped the lead remains implanted and in use. No patient complications were reported as a result of this event.